Event description:
It was reported that there was a leakage in between plastic of stopcock. Sedatives infusing, causing propofol to leak. The event occurred while in use with patient. There was patient involvement and no patient harm reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
G1 - mfg contact office address 1, contact office city, contact office zip code, state, country: corrected. H3/h6: one used device was returned for analysis in used condition. The device was visually inspected. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Functional testing was performed. The reported issue was unable to be duplicated. The cause of the reported issue was not determined as no issue was identified through testing.